Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample, containing approximately 60 ml of solution in the reservoir, for evaluation. The reported condition of no flow was confirmed. Upon receipt, flow was not readily observed at the luer. Force priming was attempted several times, but without success. No evidence of blockage or abnormality was noted in the delivery tubing or bladder. The root cause was determined to be air bubbles trapped within the lumen of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Similar reports have been received for the reported problem. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.